Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries, ac and or dc adapters, and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came into the clinic as he was experiencing potential issues with power port 1 of his controller at home. He would hear occasional beeping indicating a loss of power and would notice that no power indicator would be illuminated for side 1. Touching the power source would make the lights come back on. Power port is not loose and controller had no damage to it. No one power source caused the issue. Log files were sent. No additional information available.

Manufacturer narrative:
Remediation action for loose connectors: notification: fsca april2016. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. The reported event (loss of power) was confirmed via logs that revealed a series of premature power switching events that were most likely caused by a communication error or a momentary power disconnect. Additionally, log file analysis revealed that a critical battery alarm occurred on (B)(6) 2016 at 23:36:42, and it was induced by (B)(4) that was connected to port 1 which had a sudden drop of its relative state of charge (rsoc) to "0." Prior to the alarm, this battery was detected as having a relative state of charge (rsoc) of 49%. At the time, (B)(4) was connected to port 2 with a reported 24% relative state of charge. One second after the alarm, (B)(4) was recorded with 48% relative state of charge (rsoc). (B)(4) was still connected to port 2 with 24% of relative state of charge. This sudden drop of charge points to a communication failure between the controller and the battery. The controller failed visual inspection but passed functional testing. The controller port 1 was found to be loose from the controller housing and with a displaced gasket. Manipulating the power port did not cause the battery to lose connection. This condition is not related to the reported event. Loose connectors are being investigated by the manufacturer with the supplier. The most likely cause for the loss of power can be attributed to either a communication error or a momentary power disconnect. This is being investigated by the manufacturer. The loose connector may be attributed to a shift in the manufacturing process. Of note, the controller was received with the old software version (smr upgrade not performed). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.